Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger; product ID: 97745, serial#: unknown, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that they were having issues recharging his ins. It was reported that when charging the ins, the recharge quality goes from good to poor. The patient reported that the charging session is interrupted and there is a beep. The patient reported that in order to get the ins to charge he has to sit very still. The patient reported that it takes 1.5-2 hours to charge from 30% to full and has been having this issue since he first got the device.